Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving fentanyl 2000mcg/ml at 1496.8 mcg/day, hydromorphone 4mg/ml at 2.9936 mg/day and compounded baclofen 200mcg/ml at 149.68 mcg/day via an implantable pump for non-malignant pain and spinal pain. On (B)(6) 2016, after a pump refill, the hcp did not change the programming even though he changed the concentration of the fentanyl in the pump. He also forgot to update the reservoir volume. On (B)(6) 2016, the patient's pump started alarming. The patient checked their personal therapy manager (ptm) and saw codes 8286 and 8254 (low and empty reservoir). On (B)(6) 2016, the patient was seen to correct the programming. The clinician programmer (8840) would not allow the hcp to bypass the bridge bolus screen even though the hcp felt the old drug had cleared the system. The hcp entered the bridge information and then was able to update the reservoir volume and successfully update the pump. No patient symptoms occurred. It was later reported the cause of the inability to bypass the bridge bolus screen was the order that information was put into the 8840. The serial number of the 8840 was unknown. If additional information becomes available, a follow-up report will be submitted.